Manufacturer narrative:
The customer reported complaint that the autopulse platform (sn (B)(6)) is displaying user advisory (ua) 45 (not at "home" position after power-on/restart) error message but the driveshaft will not return to the home position was confirmed during archive data review and functional testing. The root cause for the ua45 error was due to the driveshaft not being at "home position." A review of the archive data showed ua45 errors: thus, confirming the reported complaint. Functional testing failed due to the ua45 displayed upon powering up the platform; thus, confirming the reported complaint. The driveshaft was returned to the home position using the administrative menu to remedy the problem. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse with serial number (B)(6).

Event description:
The customer reported the autopulse platform (sn (B)(6)) is displaying user advisory (ua) 45 (not at "home" position after power-on/restart) error message, but the drive shaft will not return to the home position. This occurred post incident while setting up for operational readiness for its next use. No patient involvement.